Event description:
Caller reported blood glucose results of 319 mg/dl on aviva system 1, 160 mg/dl on aviva system 2 within 10 minutes. The same strips were used in both meters. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
Medwatch with (B)(6) is for aviva system 1, medwatch with (B)(6) is for aviva system 2.